Manufacturer narrative:
Hemostatic thrombin-gelatin matrix-related intracranial cyst formation. Ho m.-y., yang s.-h., chen chien-min, orcid: http://orcid.org/0000-0002-8331-8588 institution, huang a.p.-h. Embase. World neurosurgery. 126 (pp 475-480), 2019. Date of publication: june 2019. An: 2001814718. Division of neurosurgery, department of surgery, national taiwan university hospital, zhongzheng district, taipei city, taiwan (roc). Electronic address: how.how0622@gmail.com. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a craniotomy procedure to decompress the tissue and arrest bleeding from a subdural hematoma in which floseal was used. It was reported floseal was used the intracranial hemorrhagic area. Ten days¿ post-operative, a follow up computed tomography (CT) was performed which showed a sterile cyst formation. It was reported a cranioplasty was performed for cyst drainage. At the time of this report no further detail was provided regarding additional treatment, interventions for the event or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Additional information: catalogue and lot number updated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.